Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump stop. According to the account, the reported pump stop was caused by battery depletion. A specific cause for the patient's sepsis and fever could not conclusively be determined through this evaluation. A direct correlation between heartmate (hm)3 left ventricular assist system (lvas), serial number (B)(6), and the reported sepsis and fever could not be conclusively established through this evaluation. The controller event log file was reviewed and contained a pump stop event on (B)(6) 2026 at 9:38:02. The same pump stop event was also confirmed in the lvad event log file. The pump stop event was due to the full depletion of the 14v batteries followed by the full depletion of the backup battery. The controller event log file showed that the backup battery was able to support the pump for approximately 2 hours prior to the pump stop event. The duration of the pump stop event was unable to be determined from the log files. No other notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed when power was supplied. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) rev. D and patient handbook rev. A can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists adverse events, including sepsis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for analysis. The log files captured an odd string of power cable disconnect alarms associated with the white lead along with the alarm silence button being activated repeatedly. This is followed by no external power events due to power being removed from both controller leads. These are followed by a pump stop and controller clock corrupt events. On (B)(6) 2026, the log file captured low power advisory, low power hazard and no external power events which are not responded to. The clock corrupt was caused by a total loss of power to the system. The amount of time the pump was off could not be determined. Once power was restored the pump returned to operating at the set speed. The file shows the clock was reset on (B)(6) 2026. Additional communication revealed that emergency medical services (ems) found the patient "altered," and they were febrile, septic, and drug screen positive for meth on admission. The site assumed the patient let the batteries run out while altered and stated there was no visible damage to the equipment.